Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). There was no asystole noted, the patient is not dependent. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).